Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal dilaudid (unknown concerntration and dose) via an implantable pump for malignant pain. The patient's mother reported that on (B)(6) 2024 the patient went into the hospital with vomiting and extreme pain in the abdomen where the pump was. The caller stated that the pump was not alarming until (B)(6) 2024 and the patient had been in the hospital. The caller stated that they had the pump interrogated by 2 different nurses and they both said there was 2. 2 ml left in the pump before the alarm started going off and then yesterday they said 1. 9 ml left. The patient was being managed with intravenous (IV) pain meds and they were trying to figure out if there was something wrong with the pump or if the patient was not getting enough or too much medication. The reason for call was the caller stated the doctor who was supposed to be doing the pump refills was refusing to come to the hospital and treat the patient and was just pretending it was not the patient. The doctor told the patient that he would call the patient's mother when it was time to refill but the doctor had not called the caller and the hospital staff had not been able to get a hold of the doctor. The doctor did have privileges at the hospital but the hospital had told the caller that they could not just request the doctor to come there. The doctor had not given an explanation or plan to the patient or to send someone else. The nurse practitioner that had been doing the refills had no experience and was not trained in the therapy. The caller was requesting that the doctor come in and do a refill for the patient so that they could manage the patient's symptoms. While on call, the doctor that was managing the patient at the hospital came in the room and the caller needed to go. Additional information received from the health care provider (hcp) indicated that the hcp was out of town and did not see the patient, but did get a phone call about the patient. The hcp stated that their understanding was the hospitalist thought the patient may have an infection. The hcp did not take the patient's insurance and the patient was notified by his insurance months ago. When asked if there was any reason to suggest that the mdt device was not delivering the intended therapy as prescribed, the hcp stated that the patient was on a very low infusion rate and the patient needed a refill as the alarm would occur on (B)(6) 2024. The hcp stated that the patient was hospitalized but the hcp was not the attending and not involved with his care. The pump was interrogated by the nursing staff twice and an appointment was made with a doctor that took the patient's insurance and he was discharged. The hcp stated that he was not involved with the care of the patient but they did have some discussion with the staff regarding the patient. The patient was discharged to the care of another doctor who could fill his pump. The hcp did not know if the patient's symptoms or the pump alarming resolved. Additional information received from a patient's mother indicated that the managing physician had not been managing the pump for the last 11 months and was refusing to fill the pump because they wouldn't take the patient's insurance. The patient's mother wanted to know if we could tell if the pump was empty. The patient's mother stated that yesterday the patient became much worse. They stated that the pump was malfunctioning, and the patient was crying and in pain. The patient's mother didn't know if the pump ran out of medication. Patient services explained that we didn't know what volume was in the pump. The patient's mother stated one of the doctor's was calling on the other line.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.